Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that her bladder was repaired in 2009. The patient underwent mesh revision and vaginal exploration and closure of mucosa on (B)(6) 2012 due to exposed vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of an anterior/posterior repair and extraperitoneal colpopexy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced urinary leakage and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced organ perforation, bleeding, vaginal irritation, vaginal discharge, overactive bladder, and urinary tract infections.

Event description:
It was reported that following insertion the patient experienced organ perforation, bleeding, vaginal irritation, vaginal discharge, overactive bladder, and urinary tract infections.

Manufacturer narrative:
It was reported that due to mesh exposure, and bleeding, patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07110. The same patient is represented in each medwatch.